Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive and cine controller were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the cine runs on the 9800 system were out of order and stopped responding. No patient injury was reported.